Event description:
It was reported that an ilet bionic pancreas user applied a new dexcom g7 continuous glucose monitor (cgm) sensor and initially experienced intermittent communication between the sensor and the ilet, with the ilet displaying pairing prompts despite the dexcom app showing glucose data; troubleshooting steps included toggling sensor type, re-entering the pairing code, and re-pairing to resolve a pairing failure to the ilet, while the glucose peak was 238 mg/dl after an unannounced meal. No clinical signs, symptoms, or conditions were associated with the elevated glucose. Outcomes included no health consequences or impact. User support included user communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, with the device component implicated as the antenna within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.